Event description:
It was reported that a patient advocated contacted technical services (ts) due to the patient experiencing a slow heart rate and instances of asystole or cardiac arrest with no therapy from this pacemaker. No additional adverse patient effects were reported. This device remains in service.